Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 535 mg/dl. Customer reported symptoms related to hyperglycemia were difficulty breathing, thirst, headache. Customer`s blood glucose at the time of call was 97 mg/dl. Customer reported infusion set had bent cannula. Customer declined troubleshooting. The customer was advised the symptoms they have expressed may be indicative of the possible onset of diabetic keto acidosis. Customer declined troubleshooting. Customer reported auto mode feature was active at the time of high blood glucose event. Device will not be returned for analysis.